Event description:
Per the clinic, the patient reported poor performance with device use. The audiologist noticed that there was a number of open circuit electrodes. Reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report.